Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional narrative: UDI: (B)(4). Investigation summary: according to the information provided, it was reported that during the arthroscopic cleaning surgery, connect with generator, does not function at all. The complaint device was received and evaluated. Visual inspections revealed signs of activation and saline residues into the suction tube. No visual damaged found in the shaft and cord. Electrode was tested, an "output shorted ¿error appeared during ablation mode and coagulate failed. Therefore, the device was sent to supplier for further evaluation. Supplier evaluation result for vapr premiere vapr s90 4.0mm w/integr hdp -ea: the device was not returned in the original packaging. There are no visible damage to handle, cable or plug. Finally, the distal tip shows no obvious signs of use and it was found saline residue visible in suction tube. The electrical test was performed with the different parameter; as a result, the continuity test failed. To investigate the active continuity failure, the handle was opened up and continuity checks performed to locate the breakdown in active continuity. Supplier summary: the investigation substantiated the customer¿s claim that the device did not work. A break in continuity across the electrical crimp was discovered. After 3 seconds of activation the device began to operate on both ablate and coag modes. The continuity between the plug pin and distal tip was re-measured and found within specification. From our investigation we were able to confirm the customer reported defect, the returned device was found to exhibit intermittent connection in continuity across the electrical crimp contained within the handle. A CAPA investigation was initiated to investigate the intermittent connection within the device handle which resulted in a design activity to improve the robustness of the electrical connections. In addition to the design change being rolled out, an interim action was also implemented as detailed below to help reduce recurrence. Crimp wire jig gml5426 was introduced for this device on (B)(6) 2019. The complaint device was manufactured prior to this change. The root cause of this failure is a design fault and corrective action is design improvements. A manufacturing record evaluation was performed for the finished device [ (B)(4)] number, and no non-conformances were identified. Depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the affiliate in (B)(6) that during the arthroscopic cleaning surgery, the vapr s90 4.0mm w/integr hdp -ea device did not function at all when it was connected to the generator. During in-house engineering evaluation, it was determined that when the electrode was tested, an "output shorted ¿error appeared during ablation mode and that the coagulation failed. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.